Event description:
It was reported that during a laparoscopic hysterectomy procedure, while using an unknown generator the tip of the first and second device broke completely off from the device. It is unknown if the tips fell into the patient. Both tips will be returned with the devices. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: device a was returned with the distal tip of the blade broken off and not returned with the device. Device b was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portions were scratched. The devices were activated with the generator and an error code 5 was probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade device b batch: (B)(4), mfg date: 7/12/2011, exp date: 6/12/2016.